Event description:
The customer reported an interlock failure. An intermittent fast stop button pressed error was displayed.

Manufacturer narrative:
The ge service rep replaced the p6 cable to generator driver and fast stop buttons, verified interlock function, system operates as intended.